Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tep. Event description: trocar broke. They were able to remove the other part from the abdomen. Dr feedback: tep procedure, no abnormalities. No reason for using force or anything. Happened when removing trocar without force. R lateral in abdomen. We then tried to break the other trocars at the same point to see if that was possible but they just bended and broke with raffles, a lot of force was needed for that to happen. I didnt use that much force placing or using the trocars. Intervention: they were able to remove the other part from the abdomen. Patient status: ok.

Event description:
Procedure performed: tep. Event description: trocar broke. They were able to remove the other part from the abdomen. Dr feedback: tep procedure, no abnormalities. No reason for using force or anything. Happened when removing trocar without force. R lateral in abdomen. We then tried to break the other trocars at the same point to see if that was possible but they just bended and broke with raffles, a lot of force was needed for that to happen. I didnt use that much force placing or using the trocars. Intervention: they were able to remove the other part from the abdomen. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The wall thickness of the cannula shaft was uneven and did not meet specifications. Based on the condition of the returned unit and the description of the event, it is likely that the cannula fracture was caused by the uneven cannula wall thickness, which was a result of a core pin shift during the injection molding process of the cannula.